Manufacturer narrative:
Evaluation summary: the condition of an inoperative channel select key on channel a head module keypad was confirmed. The pump head module key pad on channel a was replaced to correct the reported condition. There is an ongoing CAPA investigation.

Event description:
In 2009, during device evaluation by baxter, the channel a pump head module keypad -channel select key on a unrefurb colleague cx triple volumetric infusion pump was found to be inoperative. There was no patient injury or medical intervention according to the hospital representative. This device utilizes user interface module master software.